Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the ins was removed today because it didn't work. It was clarified that "it didn't work for him". Ins to be returned. No further complications were reported/anticipated.